Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) followed up with the customer regarding drawers not on the bus and unsuccessful upgrade attempts. Logged in as carefusion support, exited the application, and opened the hardware test application, confirming the drawers were off the bus. After accessing the back cabinet, all drawers showed lights indicating they were online. The device was powered down, and the main communication board was replaced; however, the issue persisted. The device was powered down again, all in one was reseated, and cable connections were verified, after which the drawers were detected on the bus but not functioning. The replacement communication board was then removed, and the original board was reinstalled. The device was powered back on, updated firmware was installed, and all drawers returned to normal operation with no hardware failures, confirming the replacement board was defective. Hardware test application showed all drawers communicating and functioning properly. The device was returned to the customer, who confirmed full access to all drawers. The system was verified online and communicating, and customer support center was informed to proceed with updates. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed and unable to restore the storage space on this machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.